Event description:
Reportable event: the customer reported that the system was unable to perform fluoroscopy on boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board. The system operates as intended.